Event description:
Reported blood glucose results of "201 mg/dl" with a lifescan meter and "110 mg/dl" on lab device, performed within 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution have been replaced.